Event description:
It was reported that the coil was defective. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch, within an opened axium prime outer carton, within an opened axium prime inner pouch and partially within an introducer sheath with the implant and distal pusher already deployed out of the introducer sheath. The unknown micro catheter, if used, was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found kinked within the introducer sheath at the break indicator. The axium prime implant coil was found stretched outside the introducer sheath with the polypropylene filament broken. Conclusion: based on the device analysis, the implant coil was found stretched, but the cause could not be determined. Possible causes of coil stretching include, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. The pusher was found kinked at the break indicator, indicative of advancing against resistance. As the unknown micro catheter (if any) was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the axium coil was stuck in the sheath and coil not advance through the non-medtronic microcatheter so it was removed since it may have been detached. The coil was replaced to complete the procedure successfully. There was no harm or injury to the patient.